Event description:
It was reported from canada that during an open reduction internal fixation distal radius surgical procedure, it was observed that the small battery drive device stopped working. According to the report, the surgeon was drilling a screw hole with a cutter device, when the small battery drive device stopped working. The surgeon switched out the battery pack, and observed that the device still did not function. There was a reported delay of undetermined duration to the surgical procedure. There was an identical spare device available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that the patient¿s post-operative condition was stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it did not run and had no power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.